Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This device did not cause or contribute towards the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number: 00598800300, wedged tibial plate, lot: 63506369. Item number: 00545001730, femoral cone, lot: 63392061. Item number: 00544705336, tibial cone, lot: 62380724. Item number: 00549003410, distal femoral augment, lot: 63141884. Item number: 00549003410, distal femoral augment, lot: 63322074. Item number: 00598801012, stem implant, lot: 63390299. Item number: unknown, unknown bearing, lot: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03653. 0001822565 - 2020 - 03652. 0002648920 - 2020 - 00481.

Event description:
It was reported patient is experiencing pain, swelling, difficulty ambulating and a possible allergic reaction to nickel and chromium approximately 4 years post-implantation. No medical intervention has been reported to date. Attempts have been made and no additional information is available at this time.